Event description:
Advocate states that her father received a blood glucose result of 300 mg/dl on his contour meter. He re-tested on a different meter and received 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Initial reporter's information was not provided.